Event description:
It was reported that the insulin pump alarmed for motor error. The reporter mentioned that this alarm has occurred 4 times in the last 8 month period. Blood glucose reading at the time was 91 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to a faulty force sensor. Unable to confirm the motor error alarm due to the prime anomaly. The motor passed the motor test. The device had minor scratches on the lcd display window and cracks on the battery tube threads.